Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the load button was not available upon start up of the heartstart xl. It is unknown if there was any patient involvement.